Event description:
It was reported that patient present for follow up after inappropriate shock was delivered by the device due to over-sensed noise exhibited by the right ventricular (rv) lead. Subsequent programming interventions were made, and tachycardia therapy was disabled. No further patient consequences were reported.